Manufacturer narrative:
The investigation of low pump flow has been completed. The pump was placed and run with suction alarms in the catheterization lab and resolved by fluid compensation. Suction alarms were triggered again in the unit and the pump was unable to run above p-3. The pump then was replaced. Data was not returned for review. The pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue during bench test. The root cause of the low flow was most likely a patient condition since there was no issues with the returned product and the clinical details stated that volume was given to the right ventricle and the suction alarms resolved.

Manufacturer narrative:
The pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, persistent suction alarms were present. Support above p2 to p3 was unable to be achieved without triggering a suction alarm regardless of placement and filling pressures. The pump was replaced. No patient harm was reported.